Event description:
The customer reported via phone call they were experienced high blood glucose event. Blood glucose level was 500 mg/dl at the time of incident. Customers current blood glucose reading was 348 mg/dl. Customer stated that they were using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of event. Customer declined to troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.